Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent balloon kyphoplasty procedure. During procedure, balloon pressure on the left was suddenly down and contrast media seemed to be leaked. The balloon was pulled out and small hole was confirmed caused the leakage. The balloon might contact bone spurs and was made the hole. No patient complications were reported.